Event description:
The customer's family member reported the customer received an error-3 display message on his blood glucose meter upon test strip insertion. It was also reported the customer lost consciousness as a result of the meter not working properly. No third-party medical intervention was required and no diabetes medications were reportedly taken to counteract the event. The customer reportedly ate food and drank beverages to improve his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.